Event description:
An endurant stent graft system was implanted in the patient for the emergent endovascular treatment of a 5.2 cm abdominal aortic aneurysm. The proximal aortic neck was 25mm to 23 mm in diameter and 10 mm in length. The aortic neck angulation was 20 degrees. When the physician implanted the bifurcated stent graft, the proximal edge of the stent graft was inadvertently deployed partially covering the right renal artery. The physician deployed a palmaz stent in the right renal artery and the occlusion was resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (stent graft misplacement, occlusion). Incorrect technique/procedure (misplacement of the stent graft). Conclusion: operational context contributed to event (misplacement of the stent graft).